Event description:
It was reported that a clearlink catheter extension set had a ¿nub¿ at the male end of the set preventing it from connecting. This was discovered during an ambulatory setting. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.